Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a nav-ring failure. No patient or user harm was reported.